Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported, during an unspecified procedure, a perforation was identified around the sigmoid colon. The surgeon pulled the scope out of the patient and re-inserted it two more times. Two perforation areas were identified after re-insertion for a total of three perforations. The surgeon performed open surgery to "cut off" the perforations.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and device inspection. An olympus field service engineer (fse) performed device inspection at the customer's facility and found no abnormality of the scope. The fse inform the customer of the inspection results and the customer considered the event to have occurred not from an endoscope defect since the device has continued to be used with no problems. The fse confirmed with the customer there was no complaint about stiff insertion. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
Additional details were provided by the customer: - the intended procedure was a colonoscopy. The intended procedure was not completed, and as previously reported, the doctor changed to an open surgery to "cut off" the perforations located on the intestine. - the patient recuperated normally. There were no complications or infections. The patient was discharged from hospital. - the customer reported no information regarding a malfunction of the device. The device was used normally.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, it was determined that the device did not cause or contribute to the adverse event. However, the root cause could not be identified. This supplemental report includes information added to d8 and h4. Olympus will continue to monitor field performance for this device.